Event description:
It was reported that the pulse generator could not be interrogated and telemetry could not be acheived. The maget rate was 91 pulses per minute. In 2008, battery data was 2.69 v, 16 ua, and 9.6 k, with an estimated remaining longevity of 0.5 years to elective replacement indicator. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.